Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that there is a subcutaneous fluid leakage. There was no reported patient injury. No other information was provided. Additional information 04/16/2024: it was reported, "it is unknown if a treatment interrupted, how the leak was resolved, what was being used when the leak was found, or what symptoms or effects (if any) the patient experienced due to the issue."